Event description:
The manufacturer received information alleging a ventilator's touchscreen was not working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not reproduced. The device passed the evaluation as specified in the service manual. The connectors were in good condition, the cabinet and other parts were in good conditions, it was not necessary to replace batteries. Note additional failures observed - filter missing.